Event description:
Company representative reported "the outer shell of the implant container is ripping when they open it" and "where the inner sterile packaging on the implant is nearly impossible to remove from the outside tray". This record is for unknown side. The device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Company representative reported "the outer shell of the implant container is ripping when they open it" and "where the inner sterile packaging on the implant is nearly impossible to remove from the outside tray". This record is for unknown side. The device was implanted.

Manufacturer narrative:
Related report numbers: 9617229-2025-06467, 9617229-2025-06375, 9617229-2025-06412, 9617229-2025-06529, 9617229-2025-06535. Additional, changed, and/or corrected data: b1, b2, e1, e3, h1, h10.